Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a definitive root cause could not be identified but the issues likely occurred due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the duodenovideoscope exhibited a gap in the adhesive area between the server plug-in and distal end. Additionally, the adhesive around the objective lens had discoloration. There was no patient involvement.